Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t-wave oversensing. The patient received inappropriate atp. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.